Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated, a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed due to an air leak during device preparation. It was reported that during steerable guide catheter (sgc) preparation per IFU, each time the dilator was inserted and advanced, air was observed in the sgc chamber. The sgc would pass the air column tests, there was no unusual resistance inserting or advancing the dilator, and no source of leak could be found, however, each time the dilator advanced, air was observed in the sgc chamber. The stopcocks were changed out with the same issue noted. The device was not used in the anatomy and there was no patient involvement. No additional information was provided regarding this device issue.